Event description:
This non-compliant pt arrived at the hospital for issues unrelated to this system. The device was so close to eos that it was difficult to interrogate. Old iegms could be accessed and they could see high impedances. After capping the lead, they noted a coil break. This is all of the info that is available at this time. If add'l info becomes available, this event will be updated.